Event description:
It was reported that during attempted insertion of the iab through the sheath, the one-way valve fell off. Due to a poor connection, the iab was removed and replaced. There were no pt complications.